Event description:
It was reported that the patient developed pacemaker syndrome. The device was explanted and replaced with a dual chamber device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found. Concomitant medical products: 6207-s1 adaptor, implanted (B)(6) 2011; 6082-58 adaptor, implanted (B)(6) 2011. (B)(4).